Event description:
It was reported that the event involved a male patient while in the hospital. The md inserted the intra-aortic balloon (iab) through the sheath via femoral artery with no issues. During use the pump alarmed helium leak; it was attempted to restart the pump and machine vacuumized failure. As a result, the pump was switched out. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is unknown. Inspection showed emergency air valve damage, which resulted in drainage not complete, so that 4 set valves got severely corrosive, test confirmed emergency exhaust valve (no. 1 magnetic valve) malfunction and needed to be replaced.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.